Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed the displacement test with 282.6 units remaining on the status screen, and alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported that the insulin pump alarmed for a motor error during the basal delivery. She stated that she had worn the insulin pump during a MRI. She stated that she was unable to complete the rewind sequence. The blood glucose reading was 161 mg/dl. Customer stated that she was at the hospital for a seizure that she had and stated that it was not related to diabetes. Nothing further was reported.